Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and pre-existing flail with a width of approximately 13mm. A first clip, a mitraclip xt was inserted and deployed. A second clip, a mitraclip xt, was inserted and grasping was performed. However, difficulties grasping and capturing the leaflets occurred, and it was likely that a chord had been cut. It was noted that the clip was stable and attached to both leaflets. The clip was able to be implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (leaflet grasping, leaflet capture). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning appears to be related to a combination of challenging patient anatomy and procedural conditions (challenging to position flail posterior leaflet on clip arms, difficult to confirm if leaflet was grasped). The reported tissue injury appears to be a cascading event of the difficult or delayed positioning. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.